Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was damaged but no details of how it happened has been provided. There was no patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection. The issue was traced to the device manometer connector, which was determined to be missing the loctite adhesive on its threads. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The luer connector had adhesive applied, and the device passes all testing.